Event description:
Report received of a tubing separation. The patient initiated their ptn and went to bed after taking a sleeping pill. It was reported that the patient awoke and found that the tpn had leaked onto the bed. It was noted that the tubing had separated into two pieces at the distal end of the cartridge. The patient's IV access line remained patent. There was no report of bleed back into the tubing. There was no report of any adverse patient event. Though requested, there was no further information available.